Manufacturer narrative:
Corrected the type of reportable event.

Manufacturer narrative:
(B)(4). Additional devices implanted and involved in the event: pxc121000/042410716. (B)(4) medication¿s: amiodarone, aspirin, cholecalciferol, duloxetine, fentanyl, gabapentin, hydrocodone, lamotrigine, propranolol, temazepam, verapamil, and vitamin b. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, surgical conversion, cardiac failure, and death.

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified suspected endotension with aneurysm enlargement of approximately 3cm. On (B)(6) 2018, the patient underwent an explant procedure removing both of the implanted gore devices. It was reported during the explant procedure the patient expired. The cause of death was reportedly heart failure due to pre-existing heart issues. The physician reportedly stated the gore devices did not attribute to the patient¿s death.

Event description:
On (B)(6) 2018, imaging reported no endoleak could be confirmed. It was also reported there was no serous fluid identified during the open repair.